Event description:
It was reported that the 2600 system locked up during a case. The 2600 system had to be rebooted and the procedure was complete without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.